Event description:
A broken piston was reported by the customer as an issue affecting the pump. There was no adverse impact to the customer's blood glucose level as no information on blood glucose values was provided. The customer was instructed to return the pump, and meanwhile, a replacement pump with serial number (B)(6) was prepared for them.